Event description:
The customer reported that the return line came loose. No machine alarm. Pt lost approximately 3 units of blood from the femoral access, which was covered at the time. Pt was given 2 units of blood; doctor ordered third unit given. Moreover, the nurse reported that the pt was very ill. It was difficult to say what impact this event had on overall condition. The medical staff understood that machine could not detect this kind of event. The access should not have been covered.